Manufacturer narrative:
The reported events of noise, low pacing impedance and suspected insulation damage were not confirmed. As received, only the distal portion of the lead was returned in one piece. Electrical testing was performed and revealed no indication of conductor fractures or internal shorts. All other damages revealed were consistent with procedural damage. During analysis, a failure event was observed which was unrelated to the reported event. A visual inspection revealed a full breach insulation degradation on the optim sheath located between the shock coils exposing the silicone insulation underneath. The silicone insulation underneath the optim sheath was undamaged.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in clinic follow-up, low pacing impedance and noise resulting in oversensing was noted on the right ventricular (rv) lead. Rv lead insulation damage was suspected to be the cause of the event. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.